Event description:
Rptr changed 7 inch extension during routine catheter care which leaked at connection to PICC hub. Rptr replaced extension again, second did not leak. First extension lot # 812033, second extension lot # 901045. Rptr notified manufacturer of product defect.